Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The accu tnl result was 0.64ng/ml. The result was reported out of the lab. And questioned by the physician, since it did not fit the clinical picture of the pt (ECG and ckmb were normal) the pt original sample was re-centrifuged and re-tested for accu tnl. The repeated accu tnl results were 0.06ng/ml and 0.01ng/ml. The customer did not receive any report of change to pt treatment connected to or attributed to this event.